Event description:
(B)(4). Had surgery on (B)(6) 2005...over past 4-5 years I have been dealing with multiple medical issue..heavy bleeding..horrible cramping. Numbing and tingling through out my entire body. Pelvic pain. Uncomfortable and painful intercourse. Not getting my period for months at a time. Pain is spreading through my body more and more.